Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius combiset bloodline¿s heparin line detached during a patient¿s hemodialysis (hd) treatment. Upon follow up, a registered nurse (rn) said that the issue occurred five minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to for this issue. There were no loose connections or issues noted during priming. There were no changes in pressure or blood flow rate during treatment. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.